Event description:
It was reported that: "preop: anterior knee pain. Outcome: there was no patella component upon original surgery. Surgeon implanted a u-dome patella and did a poly exchange. He went from a scorpio 7-8mm to a 7-10mm."

Manufacturer narrative:
An eval of the device cannot be performed as the device was kept by the hospital and was not returned to the MFR. The lot code for the reported device was not provided. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.